Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is nearing its end of service. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.